Manufacturer narrative:
(B)(4). Batch r5am08. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60b fully fired cartridge loaded on the device. In addition another ecr60b reload was received partially fired 1/16.. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Reload b: ecr60b, r5al0p, partially fired 1/16 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure for the colon, the target tissue of the patient side slipped off the jaws when the knife moved forward all the way of the first firing of feea. The device was used on the intestinal tract. The surgeon found that the staples of only one line were deployed on the slipped tissue. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.